Manufacturer narrative:
Date of report : 21jun2019, date rec¿d by MFR : 19jun2019. During failure investigation, the user interface was returned for failure investigation. The optical inspection revealed no abnormalities. The installed user interface was shown to be a good ventilator. After applying power, the user interface powered on, and the error code "alarm light emitting diode (led) indicator" blinked under alarm conditions. The bezel was removed from the user interface, and was shown as a good test to the ventilator. The confirm error message "alarm light emitting diode (led) failed with the bezel only used on the good test unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. Philips field service engineer (fse) confirmed the error. Fse replaced user interface, unit passed all performance tests and is ready to be returned to service.

Event description:
Customer reports alarm light emitting diode (led) failure. There was no patient involved. Event date not specified, estimate used.